Event description:
It was reported that the insulin pump is not delivering insulin. Customer is able to push insulin through manually with the plunger rod. When the reservoir is inserted into the insulin pump the insulin does not exit. During troubleshooting, assisted customer with prime/rewind process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.